Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between and gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing the most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review fo the quality control process confirms that (B)(6) percent functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(6)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during use, blood was observed to be leaking from the exhaust port of the device. Th device was exchanged for another. Ref.: #(B)(4).